Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20179997/ (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming. The patient underwent an ipg and leads explant procedure. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.